Event description:
The customer reported the monitor is intermittently flickering. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps2 power supply. System operates as intended. (B) (4).